Event description:
A user facility reported a loud noise heard during support coming from the pump head. A nurse notified the clinical specialist of the novalung making a loud noise. The nurse recorded the event. The patient was on support for approximately 5 days while no complications were encountered, ldh levels were within normal range and consistent throughout support. The patient was significantly ill while exhibiting multi-organ failure prior to initiation of extracorporeal membrane oxygenation support as a last effort to try and turn their condition around. The patient ultimately succumbed to their illness secondary to a significantly ischemic bowel. Support was withdrawn when efforts became futile. The complaint sample was not available for product evaluation.